Event description:
It was reported the pt (australia) was not receiving effective stimulation coverage. The pt requires therapy on the right side. Efforts to rectify this matter via reprogramming proved unsuccessful. Surgical intervention was undertaken on (B)(6) 2013 and a new lead was added to the right of the existing device. Effective therapy coverage was obtained for the pt following the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.